Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was coming up with error "shock equipment malfunction". No adverse patient impact was reported.